Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the after removing electrode looked shorter than usually. The customer¿s blood glucose was 157 mg/dl. Customer stated pump was not exposed to a change in altitude. Customer stated that transmitter did not blink on sensor inserted to arm. The device will not be returned for analysis.